Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced low flow. Optimal pump positioning was confirmed using xray and echocardiogram. The pump was explanted. No patient harm was reported.

Manufacturer narrative:
Updated information: d3 MFR fax number added. D4 serial and UDI numbers updated. H3 changed to yes. H6 component code changed g07001. The investigation for the low or blocked pump flow has been completed. The cause of the low pump flow issue was related to biomaterial ingestion based on returned product investigation and data log review.